Event description:
On (B)(6) 1999, I had a total hip replacement by (B)(6), md, (B)(6), using biomet mallory hd. Biomet head and hosp records also states taperloc head. I have all serial #s, from my hosp medical records. I have had eight his dislocations since the replacement. I have had extreme pain and suffering, treated and ongoing depression, weight gain, marriage separation, extensive ER and f/u related medical bills, loss of professional level income and am now disabled. Daily pain in thigh tissue, muscle spasms and leg bone where implant is cemented, and I am home bound at age (B)(6). I have had two recent dislocations. Also, leg and ankle swelling. I was also given a waist to ankle leg brace to wear by my ortho surgeon as well as a cane. I am also trying to find out if this implant has been recalled. I believe it may have been but I have never been notified. I am very discouraged and fear that some day, I will be homeless when I do not have the resources to care for myself. I have many personal care limitations as well as physical restrictions currently and these are growing due to my lack of mobility.